Event description:
During the surgical procedure surgeon requested glenoid rev ii had the fixation screw locked, preventing its proper implantation in the screw able base plate . The surgeon attempted to release the screw several times unsuccessfully. Surgeon decided to request a new glenosphere to implant in the patient. The surgeon chose to insert another glenosphere. The surgery concluded without any major events, and the patient did not experience any significant issues or complications. Due to this situation, the surgeon did not allow the disortho surgical assistant to charge the hospital for the centered glenoid sphere, and therefore, we kindly request compensation for this component.

Manufacturer narrative:
The reported event could be confirmed since the device was returned and was found to be in condition stated in the event description. The device inspection revealed the following: -a visual inspection confirmed that the central safety screw was found stuck in the glenoid sphere. Probably due to several attempts to loosen the central safety screw during the surgery, the polished surface of the sphere was scratched. -after the return of the product, it was taken to a lab in order to loosen the safety screw from the glenoid sphere. After the application of a torque, it was possible to loosen the two parts. The functionality of the glenoid sphere was checked once the two parts were separated. It can be confirmed that the glenoid sphere could correctly impact and tighten into the baseplate-gauge with no issue to report. Therefore, the glenosphere was considered functional after loosening the screw proving that the issue was not caused due to a manufacturing reason. The issue described in the reported event could not be reproduced. A review of the device history for the reported lot did not indicate any abnormalities and showed that this lot was inspected at the rate of 100%. No corrective actions are required at this time. The root cause of the reported event could not be determined. Following a recurring situation review, the issue noted in this event is currently under the scope of an nc to investigate a potential enhancement. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
During the surgical procedure surgeon requested glenoid rev ii had the fixation screw locked, preventing its proper implantation in the screw able base plate. The surgeon attempted to release the screw several times unsuccessfully. Surgeon decided to request a new glenosphere to implant in the patient. The surgeon chose to insert another glenosphere. The surgery concluded without any major events, and the patient did not experience any significant issues or complications. Due to this situation, the surgeon did not allow the disortho surgical assistant to charge the hospital for the centered glenoid sphere, and therefore, we kindly request compensation for this component.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.